Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of a merlin.net transmission, the right atrial lead showed possible dislodgement. It was then confirmed via chest x-ray. The lead was successfully repositioned and the patient was stable before, during, and after the procedure.